Event description:
Complainant alleged that while attempting to treat a male pt in his 60's for cardiac arrest, the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.